Event description:
It was reported that the kissing technique was performed with an unspecified balloon and another unspecified device. The devices became stuck together. No adverse patient effects were reported. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that the distributor confirmed that there was no abbott balloon involved in this event. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. A follow-up will be submitted with all relevant information.